Event description:
Patient revised on (B)(6) 2021 due to a glenosphere disassociation approximately 3 years after primary surgery. Surgeon explanted the 36mm glenosphere with screw and 36/+3 standard humeral cup, and then implanted a new 36mm centered glenosphere with screw, 36/+3 standard humeral cup, and +9mm humeral spacer.